Event description:
Case report in the journal of arthroplasty, vol. 24 no. 1 2009 states that an (B)(6) female patient was revised after she heard a loud clunking sound, and had pain and crepitation. Xrays showed a dramatic superior migration of the femoral head. Revision was performed, and the liner was found to be fractured at the rim, near its 10-degree buildup. The femoral neck abutted the edge of the liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Case report in the journal of arthroplasty, vol. 24 no. 1 2009 states that a (B)(6) female patient was revised after she heard a loud clunking sound, and had pain and crepitation. Xrays showed a dramatic superior migration of the femoral head. Revision was performed, and the liner was found to be fractured at the rim, near its 10-degree buildup. The femoral neck abutted the edge of the liner. The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.